Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Device analysis report attached. This report is submitted on july 3, 2024.

Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient experienced a skin infection at implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and subsequently was treated with an oral antibiotic (specific date and duration not reported).